Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is the third of three submissions from the same patient event. The others are 1220246-2016-00380 ((B)(4)) and 1220246-2016-00381 ((B)(4)). Complaint confirmed. The device met all material specifications as received. The evaluation revealed the returned screw is broken in half with what appears to be a stress fracture. Lot number was not provided so device history record review cannot be performed. In the event, even though the surgeon points toward joint preparation and lack of posterior fixation as mode of implant failure, the following is applicable: per product directions for use ((B)(4)), post-operatively, until bone healing is complete, fixation given with this device should be considered as temporary and may not withstand weight bearing or other unsupported stress and until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.

Event description:
It was reported that an ankle fusion plate, anterior tt, right, ar-8970ar, lot 6791439, was implanted during a procedure on (B)(6) 2015. By the third follow up visit post-op, the health care provider noticed the distal locking screws in the talus were broken and began to loosen. On (B)(6) 2016, the patient underwent a revision procedure during which the broken screws ar-8545l-40, lot unknown ((B)(4)), ar-8545-38, lot unknown ((B)(4)) and ar-8555-60, lot unknown ((B)(4)) were removed. The screws are being returned for evaluation. Also explanted were the ankle fusion plate, anterior tt, right and the remaining screws all of which had no issue. These are also being returned with the broken screws. The surgeon used another manufacturer's ankle fusion device and biologics for the revision. The surgery outcome is unknown at this time. The surgeon suspects the locking mechanism may not have performed as expected. The surgeon also points toward joint preparation and lack of posterior fixation as mode of implant failure.